Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the nurse assessed PICC line and found it to be occluded. When she pulled the catheter, she noticed it was kinked in two areas. This could have been from when it passed the shoulder but was concerned that the PICC material was white. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed and was determined to be use-related. One 4fr dual-lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed some biological residue in the sample. A needleless injection cap was present on both luer adaptors. Kinks were physically detected between the 12cm and 13cm depth marking, between the 17cm and 18cm depth marking, at the 19cm depth marking and between the 20cm and 21cm depth markings. A functional test of flushing both lumens of the catheter with water using a 12ml syringe was performed. No leaks were observed, and both lumens were observed to be patent to infusion. A microscopic observation revealed a crease/wrinkling and some material whitening where the kinks were found. The observed damage in the catheter can be caused by physiological factors, placement/securement, usage, and other mechanical factors. This complaint will be recorded for future trending and monitoring purposes